Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Event description:
The reporter, the patient's father, reported that on (B)(6) 2011 at 7:15 am, the patient obtained the blood glucose reading of 3.4 mmol/l. At that time, the patient was experiencing the symptoms of vomiting, migraine headache, agitation and being 'out of it'. At 8:00 am, the patient was treated with a glucagon injection, and his subsequent blood glucose reading was 13.0 mmol/l. The patient had been suffering with a cold for three weeks, and had not eaten his usual bedtime snack of carbohydrates the evening prior to this event. Based on the patient's infection, the hcp had increased the patient's basal rate from 1.5-1.6 units/hour to 2.0 units/hour. After this event, the patient's basal rate was decreased to 1.75 units/hour. There is no evidence the pump was not delivering insulin accurately and correctly; however, as the patient suffered symptoms suggesting severe hypoglycemia and received treatment with glucagon, this complaint is being reported.